Event description:
Pt called to report on an ifc filter she had implanted on (B)(6) 2008. She said she was originally told the ivc filter implanted in her was made by greenfields, and was permanent. However, she stated she later found out it was made by cordis, and is supposed to be retrievable. Pt explained the filter was implanted through her neck between her stomach and heart. Soon after implantation, she said she began to have severe groin pain on both sides. On (B)(6) 2010, pt said both of her legs became extremely swollen and discolored, so she went to the hospital. At the hospital, she stated a dvt was found in her left leg, she remained hospitalized until (B)(6) 2010. She said during her stay in the hospital, her left leg snapped backwards by itself and was never examined by a physician. Since then, pt stated she cannot walk, her leg is bent at the knee, her knee is disfigured, and she's in severe pain. She also said she has swelling in her ankles and toes, and sometimes feels an ice cold feeling in both legs, but more commonly in the left leg. Pt says she is disabled now. She is very upset and has had to change her entire lifestyle. She said no physician ever told her to follow up, or tried to follow up with her after the device was implanted. She explained that at first, she thought it was permanent, but later found out it was supposed to be retrievable. She wants it removed and has talked with two doctors who will not remove it due to high risk since it's been implanted too long. She says she feels like she was a guinea pig for the device and was not properly treated after implantation. She says she constantly elevates her legs to get a little relief.